Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: block d10: model number/catalog number: 1201. Serial number: unknown. Batch/lot number: unknown. Model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with this neurostimulator (ins) experienced a pressure ulcer near their implant site. Upon review of the area, the nurse determined that they could visibly see the ins sticking out through the wound. Afterward, the patient had surgery to remove their neurostimulator and tined lead. The local team member reported the patient is expected to fully recover.